Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation, the balloon ruptured. The procedure was completed with different device. There were no patient complications reported.